Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the right coronary artery. A 3.5x26mm rx graftmaster covered stent failed to cross due to anatomy. Another rx graftmaster was used to successfully complete the procedure and seal the perforation. There were no reported adverse patient sequelae and no clinically significant delay. No additional information was provided.